Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device was noted to be in backup mode. The device firmware was redownloaded to resolve the event, and the patient was stable with no consequences.